Event description:
It was reported by the customer, that they are experiencing pain and had sustained a cracked knee cap. The patient received a tm patella in 2013; however, a specific date was not confirmed as of the notification of this complaint. Additionally, it is unknown if the patient's tm patella has been revised.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.